Manufacturer narrative:
E.1. Initial reporter facility: (B)(6). A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 18-jun-2019 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined the patient had been incorrectly discharged with a past date beyond the allowed reversal threshold, causing issues with the correct active visit. A technical support specialist (tss) worked with the customer to send appropriate admit discharge transfer (adt) updates, and the patient was successfully readmitted with the correct visit record. The system functioned as intended after the technical support specialist and customer troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es patient had duplicate visit ids in station, where the correct visit was incorrectly marked as discharged, preventing medication actions despite valid orders being present. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.